Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while using the ilet. This situation can result in acute metabolic complications requiring medical intervention and is consistent with the reported hospital admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date following a period of hyperglycemia associated with a leaking infusion site. The user reported administering an additional insulin injection outside of the ilet to correct hyperglycemia, which, combined with prior insulin delivery, likely contributed to the hypoglycemic event. Based on available information, the event was attributed to therapy management factors and infusion site issues rather than device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 24-sep-2025 it was reported that on (B)(6) 2025 the user experienced a hypoglycemic event resulting in hospitalization. The user was treated in the hospital and discharged after approximately two days. The user recovered and resumed ilet use with no long-term health effects reported.